Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic coronary procedure. Reportedly, while pushing the plunger in to deploy the needles, it sprang back and half way through deployment, it became stuck. The plunger could not be pushed in or pulled out. The handle lever was closed to retract the foot and the device could not be removed. The device was pulled out enough to see the sutures and they were cut. As the sutures were no longer attached to the plunger, it was then removed with force from the device. The device was rewired and another proglide was used to successfully achieve hemostasis. Although there was no adverse patient sequela, due to the device issue, there was a significant clinical delay reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. During the investigation of the device, the plunger was reinserted and the lever was opened and the plunger was deployed without difficulty. This was performed several times and also the locking mechanism was also checked. The device performed according to specifications. Anterior cuff to needle tip detachment was found. The analysis of the returned device did not find any manufacturing or quality deficiency detected that could have contributed to the failure mode of this complaint. Therefore, the cause for the anterior cuff to needle tip detachment is undetermined. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.